Manufacturer narrative:
The additional/corrected info in this follow-up report was obtained as a result of ongoing verbal and written communications between ohmeda and thomas medical products, inc. No additional details leading to incident. Section h7 of initial report was incorrect. No remedial action has been initiated due to this incident. It has been learned that no patient injury occurred as a result of this incident. No medical intervention was required.

Event description:
9:30 a.m., right internal jugular vein. No drugs/solutions could be used due to leakage.